Event description:
The portion of the migrated j wire was attempted to be removed a second time. The results were unsuccessful. Explant method: intravascular, superior. Technique/tools: swan ganz catheter.